Event description:
The pt had experienced severe pain and "real bad" leg weakness since the summer of 2009 that became worse in (B) (6). The pt stated that her legs wanted to "curl at night" and were cramping. The pt stated that she had not been able to sit down for very long due to the increased pain. The pt also had an MRI on (B) (6) 2010 to look for a "cyst". The pt stated that her hcp had discussed with her the possibility of an inflammatory mass; nothing was confirmed at the time of this report. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).